Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately several months ago from date manufacturer was made aware.

Event description:
It was reported patient had difficulty charging the implantable pulse generator (ipg) and ipg gets warm while charging. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return.